Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, customer reported tubing and cartridge were not securely fastened. Customer tightened t:lock and was able to resume insulin delivery. Customer's blood glucose was 189 mg/dl at time of event. Customer declined further troubleshooting.